Manufacturer narrative:
This product remains implanted and in-service; therefore, a technical analysis could not be performed. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of known inherent risk of device.

Event description:
It was reported that during magnetic resonance imaging (MRI) protection mode programming, technical services (ts) identified that this pacemaker and right ventricular (rv) lead triggered a lead safety switch (lss) due to pacing impedance measurements high out of range. Ts discussed these findings with the healthcare professional (hcp), and the MRI scan was not completed. This pacemaker and rv lead remain in service. No adverse patient effects were reported.